Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim and faded. The screen could only be read in a dark area. No improvement was noted with a battery change or lens film removal. No damage or exposure to moisture was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: the display screen was observed to be dim with a pink contrast upon powering the pump on. The pump cover and dim display were removed, the dim display was replaced with a new test screen and contrast returned to normal.